Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during an lap chole procedure, the clip jumped out at the first firing and locked out at the second firing. Another device was used to complete the case. There were no adverse consequences to the patient.